Event description:
While the provider was performing a robotic hiatal hernia repair in the ctor [cardiothoracic operating room], he was using the stryker disposable suction/irrigator (ref # 250-070-520, lot # 24338fg2, exp date 2026-12-03). After some use it was noted that smoke could be smelled and seen coming from the hand piece area where the suction and irrigator buttons are located. The device was disconnected and removed from the surgical room. Another stryker suction/irrigator with a different lot # was reopened and used with no issues. The area that was smoking was nowhere near the patient and no harm was noted when drapes were removed.